Manufacturer narrative:
Age at time of event : 18 years or older. (B)(4). Device evaluated by MFR.: a visual examination of the returned device confirmed that the balloon had been subjected to positive pressure and deflated. No issues were noted with the tip section of the device. The balloon had the appearance of having been inflated. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the presence of solidified blood and or saline solution present within the balloon and inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees to help soften the solidified blood or solution before further inflation attempts were made. The device was removed from the bath and the balloon was again attached to an inflation device and positive pressure was applied. A visual examination identified a longitudinal tear in the balloon material starting from 2mm distal of the distal markerband extending 14mm proximally. A visual and microscopic examination found no issue with the distal and proximal markerbands. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the central vein. A 12.0 x 80, 135cm mustang¿ balloon catheter was advanced for dilation. However during first inflation at 10 atmospheres, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.